Manufacturer narrative:
Device evaluation: the device was disposed of by the hosp; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the right coronary artery. During post dilation, the physician began inflating the 4.0x8mm quantum maverick balloon and it ruptured. There were no pt complications. The procedure was successfully completed with another quantum maverick balloon. Pt status is reported as "stable."